Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had an overdischarged battery. The patient stated that they had not recharged their battery in over a month (wasn't sure of the exact date of last recharge session). The patient recently tried to initiate a charging session but was unable to communicate with the battery. The patient met with a different rep and a physician recharge was performed. The issue was resolved. No symptoms reported. No further complications were reported or anticipated. Additional information received from the manufacturer representative reported that the patient was seen at the healthcare provider¿s office on (B)(6) and stated the battery didn¿t hold a charge well after a recent physician recharge mode. A call physician picture would flash on the recharger but would go away. The healthcare provider replaced the implant with a new stimulator on (B)(6) 2018. The indications for use were spinal pain and failed back surgery syndrome.